Event description:
Caller states the patient tested 0.9 inr on one coaguchek xs system 1 and 1.7 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the stapler fired and the artery was dissected laparoscopically. This resulted in a bleed from the artery. The procedure was converted to open. Blood loss was reported as 2 units. Upon inspection, not all staples had deployed.